Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced a lack of osseointegration. Subsequently the patient was implanted with a new device on (B)(6) 2014. The original device is not available for analysis as it remains in-situ.